Manufacturer narrative:
Evaluation of the locatable guide found that the tip was not secured during construction of the device. An internal corrective action has been initiated. If additional information is received a follow-up report will be submitted.

Event description:
Site reported the tip of the locatable guide sensor catheter detached during a superdimension enb procedure. The issue occurred after insertion into the patient. Nothing was left inside patient and there was no report of patient injury, death, or other serious adverse event. If additional information is obtained a follow-up report will be submitted.